Manufacturer narrative:
(B)(4). Concomitant medical products: part: unk, unk multilock stem (6 degree taper), lot: unk. Part: unk, unk cup, lot: unk. Part: unk, unk screw, lot: unk. Part: unk, unk liner, lot: unk. Reported event was confirmed by review of radiographs. X-ray report notes advanced liner wear with eccentric position of the femoral head within the cup; extensive osteolysis surrounding the acetabular cup, fixation screws, and along the entire femoral component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03299, 0001822565-2019-04104, 0001822565-2019-04108.

Event description:
It was reported that a patient underwent right hip arthroplasty on an unknown date. The patient is indicated for revision due to liner wear, osteolysis surrounding the cup, screws, and along the entire femoral component. No further event information available at the time of this report.